Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe with needle has been found with a damaged needle hub before use. The following has been provided by the initial reporter: it's noticed that the needle hub bent during priming.

Manufacturer narrative:
Investigation summary: bd has been provided with photos for catalog 301948 lot 1903191 to investigate for this record. Visual examination of the picture presented a damaged hub of the needle. As a result, bd was able to verify the reported issue. The material used to manufacture microlance needles has been selected and tested to resist normal conditions of use. Based on this fact, bd believes that the needle could bent because of the strong conditions during use of the product. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It has been reported that one bd¿ syringe with needle has been found with a damaged needle hub before use. The following has been provided by the initial reporter: it's noticed that the needle hub bent during priming.